Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, the patient presented with the following preoperative diagnosis: left lumbar l4-l5 facet synovial cyst; l4-l5 instability with grade 1 l4-l5 degenerative spondylolisthesis. The patient underwent the following procedures: left l4-l5 laminectomies. Excision of left l4-l5 facet synovial cyst. Lumbar l4-l5 360-degree fusion using cage interbody anteriorly and pedicle screw rod fixation posteriorly. Bone grafting using laminar autologous bone plus rhbmp-2 bone graft. Monitoring of fluoroscopy. As per the op notes, ¿¿ all laminar bone was morcellized. Rhbmp-2 bone graft was taken and prepared on two collagen sponges. After the space had been prepared, autologous bone was placed in the interspace followed by the collagen sponge with rhbmp-2. A 10 x 26 cage was then gently tapped and countersunk in good position in the l4-l5 disk space. A good position was obtained¿ a 3d cat scan was done in the operative room and this showed good position of the fusion elements¿ the patient tolerated the procedure well¿¿. Post operatively patient alleges unspecified injury due to the use of rhbmp-2.